Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the vessel sealer instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned post failure analysis evaluation) or if additional information is received. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported sealing issue with the vessel sealer instrument could cause or contribute to an adverse event. Furthermore, it is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, the user installed the vessel sealer instrument; however, was unable to observe both the seal and cut functionality. The user attempted to troubleshoot by replacing the energy cable on the generator; however, the issue persisted. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the isj safety control team and obtained the following additional information: the issue occurred during first use of the vessel sealer instrument. During the sealing sequence, an audible beep from the integrated electrosurgical unit (iesu) confirmed that the seal has completed; however, thermal effect to the patient¿s tissue was not observed. The target tissue was not calcified.

Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the vessel sealer extend vse) instrument involved with this complaint and completed the device evaluation. Inspection of the returned instrument found no conductor wire damage. The reported event was confirmed through failure analysis investigation. The instrument was subjected to electrical continuity testing and energy delivery failed on one of the instrument grip during testing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) conducted further investigation on the vessel sealer extend (vse) instrument. The initial testing indicated that the instrument was subjected to electrical continuity testing and energy delivery failed on one of the instrument grips during testing. Additional investigation identified that the instrument passed continuity testing from where the wire protrudes at the proximal end of the instrument jaw based on the connector end and failed between the electrode and proximal end of the jaw base. This suggests that the energy delivery failure likely came at the weld that joins the wire to the electrode, thus confirming the reported event.